Manufacturer narrative:
(B)(4). This initial MDR will be the only report submitted for MFR report #1226348-2018-00617. Several attempts have been made to obtain additional patient and event information, however, a response has not yet been received. The pump was explanted on an unknown date in (B)(6) 2018. The product will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a patient that a codman 3000 pump (ap03050m/(B)(4)) was not flowing properly and caused pain. The pump was implanted on (B)(6) 1999 and explanted on an unknown date in (B)(6) 2018. The patient reported to have an infection around the time of the pump explant.

Manufacturer narrative:
Product complaint # (B)(4). This final MDR will be the only report submitted for MFR report #1226348-2018-00617. Conclusion: codman3050 pump, (B)(4), was not returned for investigation. A DHR review cannot be performed because it is outside of the record retention date for this lot and therefore is unavailable. The manufacturing flow rates were reviewed for this device and no anomalies were found which indicates pump functioned per specifications. Based on the information, the event could not be confirmed. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.